Manufacturer narrative:
Reporter first/last name: asked but unknown (asku).

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that during the routine daily startup self-test, the device emitted a beep and alarm. The error code indicated that the battery was low. The reported issue was due to a malfunction of the battery. After the customer replaced the battery, another self-test was performed, and the error message disappeared. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.